Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal (concentration and dose unknown) via an implantable infusion pump. Indication for use was cerebral palsy and intractable spasticity. In 2006 the patient's catheter went bad/plugged and they had to change the catheter. The catheter was replaced in 2006. No patient symptoms were reported. Outcome was not provided. Additional information has been requested but was not available at the time of this report.